Event description:
New syringe added to the pca pump. The pump infused 9cc more than the history showed on the pump in an hour and half. No adverse effect noted. Pump removed from service and sent to manufacturer.